Event description:
A malfunction with the pump, identified as malf 12, was reported by the customer. Despite the issue, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer had previously experienced this malfunction multiple times. The customer was advised by technical support to use mdi as a backup insulin therapy. A replacement pump with updated software was sent, and the customer was instructed on how to return the faulty pump and put it into storage mode. All instructions were understood and acknowledged by the customer.